Manufacturer narrative:
The reported malfunction was observed during review of the activity logs as resets. However, the reported problem could not be duplicated with the device. The device was put through extensive testing without further replicating the malfunction. On rare occasions the device is designed to reset in the event an undesired condition is detected. The intent is to provide a soft power reset to allow the customer to continue therapy. The device was recertified and returned to the customer. The multi-function cable was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display went dark and the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.